Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: approximately one week after a cesarean section, the patient removed the steri-strip covering her suture line and the sutures broke off along with the strip. The dehiscence was approximately 4 inches long. The patient returned to the hospital and the surgeon used staples to correct the superficial dehiscence. The lot number of the device is unknown, and the device will not be returned for evaluation.